Event description:
Physician reported right side capsular contracture baker grade IV confirmed via MRI. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to partial b3: jan2025 was provided. Continued e1 phone number: (B)(6).

Manufacturer narrative:
Device evaluation. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease, one opening were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Physician reported right side capsular contracture baker grade IV confirmed via MRI. Device has been explanted and replaced with another manufacturer's device.